Event description:
On (B)(6) 2012, the pt's diabetes educator called to request additional training for the pt on the infusion device. She stated that the pt experienced low blood glucose around (B)(6) 2012. The pt's husband was not able to contact the pt and asked a neighbor to check on her. The neighbor broke into the house and found the pt "out of it". The pt was given orange juice and the neighbor called paramedics. When paramedics arrived, the pt's blood glucose measured approximately 43 mg/dl. She was taken to the hospital for treatment but was not admitted. Type of treatment received was unk. The reason for low blood glucose is because the pt had not eaten all day. Request for additional training was submitted. No product was requested to be returned for evaluation.